Event description:
It was reported the customer received a compromised force sensot system alarm and a displayable history check failed on startup alarm. Customer's blood glucose was 121 mg/dl. The customer also stated their insulin pump was making a grinding noise during fill tubing. Troubleshooting found the customer's drive support cap was normal. Customer also reported a crack on their reservoir and a missing piece from the reservoir compartment. Customer stated they had bumped their insulin pump a few times. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. Several displayable history crc check failed on startup alarms noted in alarm history screen due to corrupted history file. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)